Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified vein side. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation when pressure was applied midway. The device was removed using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.